Event description:
It was reported the patient was presented to the hospital for a scheduled implant procedure. During procedure, the patient's right atrial (ra) lead had dislodged. The physician elected to explant the ra lead on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis with helix partially extended and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, the helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were seen.